Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 80-44xxx scorpio nrg cr femoral component left or right #x. An evaluation of the device cannot be performed as the device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the patient had a symptom of rash for patient¿s knee in (B)(6) 2013. The area is near the patella component. The dermatologist for the patient said the patient has possible allergy to the metal. Tka with nrg was performed about 3 years ago.